Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. The complaint cannulae were not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the photos provided by the hospital. The hospital had informed us that they were not using the clothing clip. Failure to use this clip would place undue strain on the cannula and is the most likely cause of the issues reported by the customer. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt946 nasal cannula include the following steps: - ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. - cannula can become unattached if not used with the head strap clip. - attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: - do not crush or stretch tube, to prevent loss of therapy. - failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A hospital in (b)(46 reported via a fisher & paykel healthcare (fph) representative that the tubing of the opt944 nasal cannulae were found torn. The patient was set up on a system which included fisher & paykel healthcare mr850 humidifier, rt202 breathing circuit and the opt944 nasal cunnula. It was reported that the blue clothing clip was not being utilised at the time when the incident happened. However, no patient consequence was reported.